Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead exhibited oversensed noise and caused inappropriate automatic mode switch. Programming interventions were made. Patient was stable.